Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device was unable to obtain an ECG signal via the one step electrode cable. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll med corp. Has not received the device for eval and this complaint is still under investigation.